Event description:
Infection was observed in a case of pancreatectomy in which neoveil (sheet) was used concomitantly with cryoseal. The details of the infection included prolonged placement of the drain, replacement of the drain due to the prolonged placement, and the need to confirm the presence of an abscess during CT imaging. The attending physician speculated that concomitant use with cryoseal may have led to the infection, as no problems had occurred in the past when neoveil (sheet) was used concomitantly with bolheal tissue sealant. The patient's postoperative course is favorable following drain replacement and administration of antibacterial agents.